Manufacturer narrative:
Other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corrected data: d4: correction: catalog number: 4000-0106-01, h3: correction: device evaluated by manufacturer: device not returned to manufacturer.

Event description:
Additional information was received by the manufacturer on 22-nov-2022 via email and attached to the complaint object. The date of event was received and updated into the file. The reported event did not occur during any patient use.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection noted a cracked lower right front corner on the top case. During the functional testing, a backup audible alarm post error was found at power up. The root cause was found to be that the main board does not operate as intended. The main board was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump was giving an error message-back up audible alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.